Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laryngeal cleft repair, while the surgeon was pushing the knot to hold down the flap in place, the knots unraveled. Another device was used to complete the case. There was no patient injury.